Event description:
It is reported that the pt was moving from his wheelchair to his bed when he heard several pops and felt pain in his right leg. He went to the emergency room to find he had broken all four motion loc screws. He underwent surgery the next day, none of the broken screws or their caps were removed. Four new screws were placed in open holes in the diaphysis.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.